Event description:
It was reported that the sponge of a minicap came out of the cap. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted for potentially associated lot number gm1111007 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation. Visual inspection found the minicap to be opened and the sponge was inside. The reported problem was not verified. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.